Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping indicating that during evaluation at bench repair, the device had no audio. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
The following functional tests were performed: unit beep and sound testing. Results of functional testing indicate that there was no speaker sound at start up test. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The customer was provided a replacement device to resolve the issue.